Event description:
A stent fracture with thrombus was noted in a european heart journal online article. The patient was a male, with a history of myocardial infarction (md), was admitted for angiography. The angiogram showed a 99% angulated stenosis in the right coronary artery. Following implantation of two cypher stents (3.5 x 23mm and 3.5 x 18mm) at the culprit lesion and dilatation with a 4mm balloon at 20 atm, the angulated segment of the artery straightened. Intravascular ultrasound demonstrated well-apposed devices with no stent fracture or plaque protrusion at the angulated site. Three months after cessation of ticlidopine with continued use of aspirin, an angiogram at 6 month follow-up showed a re-angulated coronary artery with contrast filling defect. At this site, optical coherence tomography revealed the fractured stent at six o' clock with thrombus adhesion. No further information is known. Additional information will be submitted 30 days of receipt. This is on of two (2) reports submitted for the same event. Please reference MFR. Report #'s: 9616099-2006-00996, -00997.